Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during the fill tubing step while performing a supply change on the insulin pump, which was resolved after replacing the cartridge, connector, and infusion set and completing a full guided supply change. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin therapy without interruption of care or medical intervention. Investigation included technical troubleshooting and user re-education on the complete supply change procedure. Investigation of this case revealed that replacing the implicated disposable components and correctly performing rewind, cartridge insertion, connector securing, tubing fill, site application, and cannula fill resolved the alert, consistent with a transient flow or connection issue related to disposable components rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique or disposable component issue that was corrected through troubleshooting and education.